Manufacturer narrative:
Eval result - a visual inspection of the returned prod shows one haptic is torn off of the lens. There is a tear in the optic of the lens near the other haptic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model 2015 and the lens tore. The surgeon removed the lens without enlarging the incision and put in another lens. No pt injury.